Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed the earth-ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead, the customer removed and returned the ac charger board. The ac charger board was put through extensive testing without duplicating the malfunction. The malfunction was observed during review of the customer's device test results. The board was scrapped. Analysis for reports of this type has not identified an increase in trend.